Event description:
Customer alleged discrepant blood glucose results of 268 mg/dl and 49 mg/dl when testing was performed back-to-back within 10 minutes on the compact system. Customer reported having low blood glucose symptoms. Customer reported self-treating with orange juice, ice cream, and jelly beans after the 268 mg/dl result, but before the 49 mg/dl result. Customer stated felt better in 45 minutes. A request was made for the return of the suspect device and replacement product was sent.